Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Zimmer unknown m/l stem p/n unknown l/n unknown; zimmer unknown head p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown. Report source - (B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-04681, 0001822565-2017-04682, 0001822565-2017-04792, 0001822565-2017-04793. Salo, p. P., honkanen, p.b., ivanova, I., reito, a., pajamaki, j., eskelinen, a., 2017, high prevalence of noise following delta ceramic-on-ceramic total hip arthroplasty, the british editorial society of bone and joint surgery, volume 99-b, no. 1, 7 pages. Http://journal-dl.com/item/591087fe3fbb6e13743ca8b8.

Event description:
It was reported in a journal article that 8 patients died due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.